Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model: sc-4316 lot: 14312621 description: next generation anchor kit-sterile sc-2366-50 (B)(4) - visual and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent location of the lead. The bent location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the clik site fracture locations. Sc-4316 (lot # 14312621) - visual inspection found that the clik anchor has one torn eyelet. There was no missing silicon.

Event description:
A report was received that the analysis of an explanted lead revealed fractured cables.